Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator device generated an alarm that indicated a power error. Nothing has been returned for technical investigation, neither logs or replaced part. Information has been received stating that the issue was solved after the device monitoring printed circuit board (pcb) was replaced. The device monitoring pcb is equipped with a pressure transducer that measures the barometric pressure and supplies information to the other sub units in the system. Earlier investigations have shown that a failure of the barometric pressure transducer can disable the internal 12 v power supply. The generated technical alarm indicates that the 12 v power supply is too low. Since no goods have been returned for investigation, the true cause of the reported issue cannot be determined. Reported device was manufactured in the year 2005.